Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient received inappropriate therapy due to the sensing of noise. It was also noted that it is suspected that the lead is fractured. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted; the high voltage portion of the lead is still in use. No further patient complications have been reported as a result of this event.